Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch") and muscle spasms ("leg cramps really bad for me"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and muscle spasms outcome was unknown and the pruritus had not resolved. The reporter considered medical device removal, muscle spasms and pruritus to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, pruritis, muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event leg cramps really bad for me was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch") and muscle spasms ("leg cramps really bad for me"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and muscle spasms outcome was unknown and the pruritus had not resolved. The reporter considered medical device removal, muscle spasms and pruritus to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, pruritis, muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itch"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pruritus had not resolved. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, pruritis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.